Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from the end of tubing during the fill tubing step. Customer reported an elevated blood glucose level of 400 (mg/dl) and will change out the infusion set and deliver a correction bolus to stabilize bg level.